Event description:
Caregiver call to inquire about black specks residing within the luer loc plastic. We instructed caregiver to not utilize that particular tubing set and not discard it either. FDA safety report ID# (B)(4).